Manufacturer narrative:
The actual device involved was not returned for investigation. The labeling for this device was reviewed with respect to the context of the event. The device labeling /cautions state: to prevent injury or exposure, do not touch the points of the blade and wear cloves. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events.

Event description:
Customer reported that the system operator sustained a cut to the finger while trying to remove a broken blade from the system. The cap piercer blade is sharp and has been exposed to potentially biohazardous fluids. It is not known what, if any, medical intervention was required to treat the reported finger cut. No further information was obtained from the user facility.